Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture at high outputs in both the unipolar and bipolar configurations. The lead was successfully repositioned. No patient symptoms were reported.